Event description:
It was reported the patient's implantable neurostimulator (ins) was removed due to an infection in the genital area. The patient went on to receive a replacement ins. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v822736, implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).